Manufacturer narrative:
The device is available for return; however, it has not yet been received.

Event description:
A registered nurse reported that a patient's unspecified spiros device reportedly disconnected that was that was connected to his port and also cadd pump tubing. This was identified during the patient's appointment for the cadd pump disconnection. No chemotherapy was spilled, but the cadd pump was running at very slow rate. The patient denied any chemo spill at home nor noticed anything wet around the port. The rn stopped the cadd pump and received a new spiros to put on since patient still needed to finish cadd pump infusion while getting a 1l ns bolus. The concentration of the unspecified chemotherapy medication was 2400 mg per m2. There was no patient harm.